Event description:
Pacemaker malfunctioned. Pacesetter, model 5330l. Ambulance to hosp. After many hrs, temporary pacemaker put in and ambulance transport to another hosp where replacement pacemaker was installed.